Manufacturer narrative:
The customer was sent a replacement pump. The customer was contacted by a complaint handler on (B)(6) 2017, at which time she confirmed that she was diagnosed with mastitis and was prescribed an antibiotic. The customer reported that her mastitis is resolved and that the replacement pump is working well. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she felt like her pump in style did not have enough suction. She reported that she had mastitis recently in her right breast and it was very painful and she did not want to go through that again, so she wanted to know where she could get her pump fixed.